Event description:
It was reported that non sustained oversensing on the rv channel was observed. Programming changes was recommended. No consequences for the patient were reported.

Manufacturer narrative:
(B)(4).